Manufacturer narrative:
An additional issue with the housing on the front panel needed to be replaced due to its poor appearance, which was identified during the device evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
During a standard inspection of a customer-returned asset, the evis exera iii video system center presented with no signals on the serial digital interface 1 and 2 outputs due to failure of the printed-circuit board. The customer did not report any problems associated with the device, and there was no patient or user injury or harm reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lack of image was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board could not be established at this time. Olympus will continue to monitor field performance for this device.